Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate 3 lvas IFU lists peripheral thromboembolic events and stroke as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient described transient ischemic attack episodes. A thin thrombotic layer in the outflow graft was detected. No further information was provided.